Event description:
It was reported that the console had abnormal rpms. A rotapro console was selected for use. During the procedure, it was noted that the rotapro console was experiencing abnormal rpms. Consequently, they checked connections, turned power on/off, and replaced the advancer, but there was no change. The procedure was completed without replacing the device successfully. No patient complications were reported.

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. During the procedure, it was noted that there was console issue (abnormal rpm). Consequently, they checked connections, turned power on/off, and replaced the advancer, but there was no change. The procedure was completed without replacing the device. The intended treatment was completed. No patient complications reported. It was further reported that the set operation speed was 200,000 rpm and the maximum speed reached was 220,000 rpm. Also, the speed was 150,000, 160,000 rpm at dynaglide.

Manufacturer narrative:
Device evaluated by MFR.: rotapro s/n (B)(6) was returned to (B)(6) cis for investigation. Console is running firmware version v05.18.00. It failed the final functional test on step 5 - offset-normal mode minimum flow rate - with a reading of 110.43 scfh. The acceptable range is 45 +/- 5 scfh. The pneumatic kit from the gold unit was placed in the console and it again failed on step 5, but with a reading of 50.377 scfh. The original pneumatic kit was paired with the gold unit front panel and the unit failed again on step 5, but with a reading of 110.390 scfh. The allegation is confirmed. Console passed the visual inspection showing no signs of physical damage and/or markings. Recommended to replace pneumatic kit and front panel. However, this unit is emdr and will be quarantined. After the quarantined period, the fate of the console will be decided.

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. During the procedure, it was noted that there was console issue (abnormal rpm). Consequently, they checked connections, turned power on/off, and replaced the advancer, but there was no change. The procedure was completed without replacing the device. The intended treatment was completed. No patient complications reported. It was further reported that the set operation speed was 200,000 rpm and the maximum speed reached was 220,000 rpm. Also, the speed was 150,000, 160,000 rpm at dynaglide.